Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent thrombosis occurred. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). On (B)(6) 2018, the index procedure was performed. The target lesion was located in the right mid superficial femoral artery (sfa). The lesion had a 4mm and 5 mm reference vessel diameter proximal and distal. The total length, visually estimated, was 85mm. The target lesion was 91% occluded and crossed through the true lumen. Pre-dilation was performed using a balloon. Then a 6mm x 120mm eluvia study stent was implanted. Post-dilation was performed using a balloon, and the residual stenosis was estimated as 0%. On (B)(6) 2018 the patient was diagnosed with an occluded sfa stent (study device) and stent thrombosis. An ultrasound lower limb doppler was performed on the same day. The event is currently assessed by the hospital as ongoing.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(4), date of birth - year born 1965.

Event description:
Eminent clinical study: it was reported that in-stent thrombosis occurred. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(4). On (B)(6) 2018, the index procedure was performed. The target lesion was located in the right mid superficial femoral artery (sfa). The lesion had a 4mm and 5 mm reference vessel diameter proximal and distal. The total length, visually estimated, was 85mm. The target lesion was 91% occluded and crossed through the true lumen. Pre-dilation was performed using a balloon. Then a 6mm x 120mm eluvia study stent was implanted. Post-dilation was performed using a balloon, and the residual stenosis was estimated as 0%. On (B)(6) 2018 the patient was diagnosed with an occluded sfa stent (study device) and stent thrombosis. An ultrasound lower limb doppler was performed on the same day. The event is currently assessed by the hospital as ongoing. It was further reported that on (B)(6) 2019 the patient experienced a femoral popliteal bypass procedure in the right limb due to a fully occluded right sfa and study stent. The event was assessed as resolved on (B)(6) 2019.